Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. A b30 scope communication error occurred. Debris/foreign material/corrosion was on the electric contact part of the video connector (the el connector). The scope identification data was not stored. There were scratches on the tip cover due to external factors. The play of the angle lever was out of the normal state due to the extension of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported on behalf of the customer, the endoeye flex deflectable videoscope presented a b30 scope communication error message when being used with the visera elite video system center. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the reporter and the manufacturer date for the subject device. See updated sections.

Event description:
Additional information was received from the reporter. The visera elite video system center was working as intended.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported event was caused by the defect of the image sensor unit, the failure of the internal circuit board of video connector or the system. Also, the foreign material adhered to the electrical contacts of the video connector could cause unstable communication. The root cause could not be determined. Olympus will continue to monitor field performance for this device.